Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 09 was not active in zone select. No resolution was provided by the technical support specialist or customer regarding the reported issue. No additional information is available.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer item was not showing up under added items and system settings were misconfigured when trying to issue medication. There were no adverse events or injuries reported based on this incident.